Manufacturer narrative:
Correction: patient sex provided although this is a (B)(6) case and typically has (B)(6)patient privacy regulations. Correction: the amount of inaccuracy was 1-2 mm higher than what was being displayed on the navigation system. The two misplaced screws were reported to be from c5. Additional FDA patient code also added. It was found that there was no software issue or anomaly. As reported on initial MDR, issue was due to the imaging system trackers needing to be re-calibrated.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the right handed side tracker on the imaging system was out of calibration when tested alongside a known operational navigation system. The imprecision was confirmed through a tracker verification scan. The representative then reported that the left handed side tracker was near the limit of passing specifications. The left and right handed trackers were then recalibrated where an average error was reduced to 0.25mm from 1mm following calibrations. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a cervical spinal fusion, a screw was misplaced, as confirmation spins found that a c5 nerve palsy occurred during the procedure. C5 nerve palsy may result in partial paralysis of one of both arms of the patient. The partial paralysis tends to occur in the shoulders and biceps of the patient. No confirmation on if paralysis was observed was provided. The reported issue occurred in a non-inclusive c2-t2 spinal fusion, as there was a previous infection that eroded to other areas of the cervical vertebrae. It was reported that 2 screws were removed following a confirmation image acquisition with the imaging system. Additional screws were placed within the surgical area, but no indication of where the screws were placed was provided. It was reported that the placement of screws occurred following a hd 3d image acquisition. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.